Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -9.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged on (B)(6) 2017 for a longer lens. Attempts at obtaining additional information have been unsuccessful. Device evaluation - the product was returned dry, in a specimen cup. Visual inspection found the lens optic torn, the haptic torn, a missing piece of haptic and white residue on lens. (B)(4)

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -9.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. After implantation, it was noticed that there was insufficient vault. There was no patient injury. It is planned for the lens to be removed and replaced for a longer lens. Attempts at obtaining addition information have been unsuccessful.